Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced ectopic pregnancy, miscarriage (abortion of ectopic pregnancy), migration of implant and heavy bleeding, amongst non-serious events. Plaintiff underwent a surgery to remove essure approximately six years after insertion. All events are anticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Considering the plausible temporal relationship and the nature of the events, a causal relationship between ectopic pregnancy and miscarriage and essure cannot be excluded. During the essure therapy, a device dislocation may occur. In this case, the exact time point and mechanism of device dislocation are not known, however, considering its nature, it was considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('located at the myometrial portion is an essure coil.'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('miscarriage') in an adult female patient who had essure (batch no. 619605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device expulsion ("migration of implant"), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), dyspareunia ("painful sex"), arthralgia ("painful joints"), abdominal distension ("bloating"), headache ("headaches"), fatigue ("fatigue"), menorrhagia ("I had my period, for the usual and hellish long p.."), bone pain ("severe bone pain"), insomnia ("insomnia"), alopecia ("hair loss"), scleroderma ("scleroderma"), abdominal pain ("pain in abdomen") and vision blurred ("blurred vision") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy,right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device expulsion, genital haemorrhage, pelvic pain, dyspareunia, arthralgia, abdominal distension, headache, fatigue, menorrhagia, bone pain, insomnia, alopecia, scleroderma, abdominal pain and vision blurred outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abortion of ectopic pregnancy, alopecia, arthralgia, bone pain, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, pelvic pain, scleroderma and vision blurred to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in date of removal-(B)(6) 2009- as per current pif right side-1coil, left side-7 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Reporters information were added. Lot no. Were added.event:located at the myometrial portion is an essure coil were added.rcc added. Event device dislocation updated to device expulsion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('located at the myometrial portion is an essure coil.'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('miscarriage') in an adult female patient who had essure (batch no. 619605-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device expulsion ("migration of implant"), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), dyspareunia ("painful sex"), arthralgia ("painful joints"), abdominal distension ("bloating"), headache ("headaches"), fatigue ("fatigue"), menorrhagia ("I had my period, for the usual and hellish long p.."), bone pain ("severe bone pain"), insomnia ("insomnia"), alopecia ("hair loss"), scleroderma ("scleroderma"), abdominal pain ("pain in abdomen") and vision blurred ("blurred vision") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy,right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device expulsion, genital haemorrhage, pelvic pain, dyspareunia, arthralgia, abdominal distension, headache, fatigue, menorrhagia, bone pain, insomnia, alopecia, scleroderma, abdominal pain and vision blurred outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abortion of ectopic pregnancy, alopecia, arthralgia, bone pain, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, pelvic pain, scleroderma and vision blurred to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in date of removal-(B)(6) 2009- as per current pif right side-1coil left side-7 coils. Lot number reported (619605) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-dec-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('located at the myometrial portion is an essure coil.'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('miscarriage') in an adult female patient who had essure (batch no. 619605-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device expulsion ("migration of implant"), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), dyspareunia ("painful sex"), arthralgia ("painful joints"), abdominal distension ("bloating"), headache ("headaches"), fatigue ("fatigue"), menorrhagia ("I had my period, for the usual and hellish long p.."), bone pain ("severe bone pain"), insomnia ("insomnia"), alopecia ("hair loss"), scleroderma ("scleroderma"), abdominal pain ("pain in abdomen") and vision blurred ("blurred vision") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy. Bilateral salpingectomy,right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device expulsion, genital haemorrhage, pelvic pain, dyspareunia, arthralgia, abdominal distension, headache, fatigue, menorrhagia, bone pain, insomnia, alopecia, scleroderma, abdominal pain and vision blurred outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abortion of ectopic pregnancy, alopecia, arthralgia, bone pain, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, pelvic pain, scleroderma and vision blurred to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in date of removal (B)(6) 2009- as per current pif right side-1coil left side-7 coils lot number reported (619605) is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-dec-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('miscarriage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation ("migration of implant"), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), dyspareunia ("painful sex"), arthralgia ("painful joints"), abdominal distension ("bloating"), headache ("headaches"), fatigue ("fatigue"), menorrhagia ("I had my period, for the usual and hellish long p.."), bone pain ("severe bone pain"), insomnia ("insomnia"), alopecia ("hair loss"), scleroderma ("scleroderma"), abdominal pain ("pain in abdomen") and vision blurred ("blurred vision"). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device dislocation, genital haemorrhage, pelvic pain, dyspareunia, arthralgia, abdominal distension, headache, fatigue, menorrhagia, bone pain, insomnia, alopecia, scleroderma, abdominal pain and vision blurred outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abortion of ectopic pregnancy, alopecia, arthralgia, bone pain, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, pelvic pain, scleroderma and vision blurred to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporters were added. Event ¿severe bone pain¿, ¿insomnia¿, ¿hair loss¿, ¿scleroderma¿, ¿pain in abdomen¿, ¿blurred vision¿ added. On 23-mar-2020: processed with fu 5. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('miscarriage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation ("migration of implant"), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), dyspareunia ("painful sex"), arthralgia ("painful joints"), abdominal distension ("bloating"), headache ("headaches"), fatigue ("fatigue") and menorrhagia ("I had my period, for the usual and hellish long p."). The patient was treated with surgery (essure removal on (B)(6) -2016). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device dislocation, genital haemorrhage, pelvic pain, dyspareunia, arthralgia, abdominal distension, headache, fatigue and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abortion of ectopic pregnancy, arthralgia, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-mar-2020: social media content received : reporter added. Event "menorrhagia " added. Seriousness criteria for previously reported events device dislocation and genital hemorrhage updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('miscarriage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), device dislocation ("migration of implant"), genital haemorrhage ("heavy bleeding"), pelvic pain ("pain"), dyspareunia ("painful sex"), arthralgia ("painful joints"), abdominal distension ("bloating"), headache ("headaches"), fatigue ("fatigue"), menorrhagia ("I had my period, for the usual and hellish long p.."), bone pain ("severe bone pain"), insomnia ("insomnia"), alopecia ("hair loss"), scleroderma ("scleroderma"), abdominal pain ("pain in abdomen") and vision blurred ("blurred vision"). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device dislocation, genital haemorrhage, pelvic pain, dyspareunia, arthralgia, abdominal distension, headache, fatigue, menorrhagia, bone pain, insomnia, alopecia, scleroderma, abdominal pain and vision blurred outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abortion of ectopic pregnancy, alopecia, arthralgia, bone pain, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, pelvic pain, scleroderma and vision blurred to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("miscarriage"), device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient (gravida 1) who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and clinically significant/intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("painful sex"), arthralgia ("painful joints"), abdominal distension ("bloating"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (essure removal on (B)(6) 2016). Essure was withdrawn. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device dislocation, genital haemorrhage, pelvic pain, dyspareunia, arthralgia, abdominal distension, headache and fatigue outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, device dislocation, genital haemorrhage, pelvic pain, dyspareunia, arthralgia, abdominal distension, headache and fatigue to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: after internal review, pt: abortion spontaneous was amended to pt:abortion of ectopic pregnancy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced ectopic pregnancy, miscarriage (abortion of ectopic pregnancy), migration of implant and heavy bleeding, amongst non-serious events. Plaintiff underwent a surgery to remove essure approximately six years after insertion. All events are anticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Considering the plausible temporal relationship and the nature of the events, a causal relationship between ectopic pregnancy and miscarriage and essure cannot be excluded. During the essure therapy, a device dislocation may occur. In this case, the exact time point and mechanism of device dislocation are not known, however, considering its nature, it was considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, genital haemorrhage was considered related to essure. This case was regarded as incident as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.